Manufacturer narrative:
Review of programming history.

Event description:
Additional information received revealed that the patient may undergo revision surgery however surgery has not occurred to date.the patient's device was also programmed back on in 2007 and has remained on since that time.

Event description:
Reporter indicated a pt was diagnosed with vocal cord paralysis four months post vns therapy implant procedure. The vns generator was programmed off and the vocal cord paralysis has not improved. The generator remains programmed off. No further info is known.